Manufacturer narrative:
Imaging was provided for the investigation and was reviewed by a vascular surgeon. The vascular surgeon identified the type 3b endoleak as being on a related device, aaa-bifurcated graft: zfen-d-20-62-94, lot ac1035347, not the zsle-16-39-zt that is the subject of this report. Therefore, event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
Correction: d10. Additional information: b5, b7. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 23jan2026. No major vessel tortuosity or calcification in the areas where the grafts were placed. The patient underwent multiple procedures for extensive aneurysmal disease: 2017 - arch replacement and elephant trunk (B)(6) 2019 - coeliac artery embolized with competitor's plug (B)(6) 2019- cook tube grafts from elephant trunk to ca origin then three-fenestrated graft (sma, rra, lra) to infra-renal aorta. (B)(6) 2019 - bifurcate repair to distal cias (ipsilateral side was right). William cook australiam aaa-bifurcated graft (zfen-d-20-62-94) placed and left contralateral limb (william cook europe, zenith alpha aaa endovascular graft iliac leg, rpn: zisl 24 77). (B)(6) 2024 - left renal stent relined due to stent fracture, right iliac limb extended further to distal common iliac artery (cia) for tenuous seal (competitor's limb extension). The device that had the endoleak was the contralateral left iliac limb, zisl-24-77. This was identified in routine surveillance computed tomography (CT) on (B)(6) 2025. Other devices implanted or used during the reintervention procedure included: (B)(6) 2025: iliac branched device (ibd) on the left: william cook australia, zenith branch endovascular graft iliac bifurcation, rpn: zbis-12-61-41. Bridging piece from 2cm below flow divider to ibd: cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle 16-39-zt internal iliac stented with competitor's 9x39mm graft overlaps and external iliac artery (eia) moulded gently with hand syringe using competitor's 12x40mm no specific difficulty in advancement was experienced with the devices. On (B)(6) 2025 the patient experienced sudden hemodynamic collapse. CT imaging (static photo provided) showed a type 3 endoleak from just above the zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-16-39-zt bridging piece. An intervention for the type 3b endoleak was completed on (B)(6) 2025. The left limb was relined from the flow divider to just above internal iliac artery branch with competitor's limb extension. The patient made an immediate hemodynamic recovery but post-operatively had renal failure, spinal ischemia and delirium. The cause of death is listed as multiple organ failure, thoraco-abdominal aneurysm. An autopsy has not been performed.

Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg eroded into the iliac artery and caused an aneurysm rupture. The patient underwent an iliac branch device procedure on (B)(6) 2025. On (B)(6) 2025, the patient became unstable. "Peri-arrest" with abdominal pain was reported. Additionally, it was reported the "graft eroded into iliac artery causing patient to rupture." The patient will require relining of the left common iliac artery. As of on (B)(6) 2025 the patient remained ventilated. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
D1: brand name unknown. D4: expiration date unknown. D6a: implant date unknown. H4: manufacture date: unknown. Additional information: a2: dob, b5, b7, h6: annex e. Correction: d4, model, lot, and catalog number, UDI, implant date, expiration date, h4: manufacture date, h6: annex a. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 04dec2025. On (B)(6) 2025, the patient was undergoing a left internal branch device procedure below a pre-existing fenestrated endovascular aortic repair (fevar). The left limb was the contralateral limb of the original repair. Indication for the intervention was that the common iliac artery had dilated around the stent and the seal was lost, which caused aneurysm growth. No cook representatives were present at the reintervention procedure. During the repair procedure on (B)(6) 2025, a zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-16-39-zt was used to bridge from the existing limb to the zenith branch endovascular graft iliac bifurcation graft. It was reported "it didn't go right up to the flow divider but I didn't think this was an issue." An angiogram was completed and at the time, looked great. However, twenty-four hours later, the patient's aneurysm had ruptured, and a computed tomography (CT) scan showed a type 3 endoleak at the top of the zsle (rpn unknown, lot unknown). The clinician indicated that the new stent had most likely rubbed a hole in the existing limb. Additional information has been requested regarding event details and patient outcome. The focus of this report is the type 3b endoleak reported to be located at the top of the unknown zenith flex with spiral-z technology aaa endovascular graft iliac leg. An additional report for the type 1b endoleak on an unknown device will be submitted under patient identifier: (B)(6).

Manufacturer narrative:
Additional information: b2: outcomes attributed to ae, death date null, b5, h6 (annex f). Correction: h1. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 15dec2025. The patient was extremely unfit. The internal branch device was placed into an existing fevar that was done several years ago. The physician believes it was a type 3 endoleak from the bridging limb, which caused a rupture. The patient was treated but woke with t8 spinal symptoms and renal failure and unfortunately did not recover. The physician informed cook that the patient died. Additional information regarding the event has been requested but is currently unavailable.